Manufacturer narrative:
Additional information was received that the lead was visibly broken where it entered the splitter. Both products were replaced and stimulation was good. Sc-2316-70 sn (B)(4): device evaluation indicated that the lead passed mechanical tests performed. The complaint of high impedance was confirmed. Visual inspection revealed that the proximal end was fractured. Contacts #1-16 were left inside the associated lead splitter. X-ray inspection found no anomalies aside from the fractured proximal end. The root cause of the damaged proximal end is unknown. There were no exposed cables. Sc-3400-30 sn (B)(4): device evaluation indicated that the lead splitter passed mechanical tests performed. X-ray inspection found that contacts #1-16 of the associated infinion lead are still inside the splitter connector x-ray inspection didn't find any other anomalies aside from the 16 proximal contacts inside the connector.

Event description:
A report was received that the patient could not feel stimulation. An impedance check revealed that the lead displayed high impedance readings. The patient will undergo an explant procedure.

Event description:
A report was received that the patient could not feel stimulation. An impedance check revealed that the lead displayed high impedance readings. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-3400-30, serial/lot#: (B)(4), description: infinion splitter 2x8 kit (30 cm).